Event description:
It was reported that prior to a laparoscopic hysterectomy procedure, the device would not fire and was difficult to close. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4): results - incomplete cycle. Batch# l53l7x. The analysis results found that the atw45 device was received in good visual condition and with a tr45w cartridge loaded on the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The manufacturing records were reviewed and no anomalies were found.